Manufacturer narrative:
Additional information: the returned handle was evaluated. There were no visual indications of damage. A functional check found the handle to function as expected. The complaint could not be confirmed as there were no failures detected. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a ratcheting handle would not retain its mating screw driver. This was detected after surgery and had no surgical impacts.